Manufacturer narrative:
Investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 297882, plate pseudosel agar cetrimide 10 ea, for batch number 1155771 and complaint number (B)(4) for performance. During manufacturing of material 297882, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1155771 was satisfactory and no quality notifications were generated during manufacturing and inspection. All batches are tested prior to release and results reported on the certificate of analysis (coa). Routine stability studies are performed annually per internal procedures for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis of each product. Stability data for this product is on file. Testing for pseudomonas aeruginosa atcc 9027 is growth-promoting testing where 10 to 100 cfu of atcc 9027 from fresh culture is spread inoculated onto a test plate and control plate. The plates are incubated at 30 to 35 degrees c and read at 18 hours. Trace to heavy growth of atcc 9027 as compared to the control is expected on the test plates. All performance testing on this batch was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 1155771. Retention samples from batch 1155771 were not available for inspection. No return samples or photos were received for investigation of this complaint. This complaint cannot be confirmed. Bd will continue to trend complaints for performance. H3 other text : see h10.

Event description:
It was reported that while using bd bbl¿ pseudosel¿ agar pseudo aeruginosa failed to meet the inductive growth requirement for usp 62. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is reporting failed to meet the inductive growth requirement for usp 62. Below is the organism used and experienced result: pseudo aeruginosa attc#9027. 3 colony one plate and zero on second. Color reaction not present after 72 hour. The product over all seems to be underperforming.

Event description:
It was reported that while using bd bbl¿ pseudosel¿ agar pseudo aeruginosa failed to meet the inductive growth requirement for usp 62. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is reporting failed to meet the inductive growth. Requirement for usp 62. Below is the organism used and experienced result: pseudo aeruginosa attc#9027. 3 colony one plate and zero on second. Color reaction not present after 72 hour. The product over all seems to be underperforming

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.